Manufacturer narrative:
Vyaire medical file identification: (B)(4). The customer reported they did not have an ac adater connected. Use of a sprint pack. At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported image problems while in use during the magnetic resonance imaging on the lap top ventilator 1200. At this time, there is no information regarding patient involvement associated with the reported event.